Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure via lavh in (B)(6) 2014 leaving ovaries'), rheumatoid arthritis ('ra') and crohn's disease ('crohn's are coming up') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("trouble with cramping after lvah (laparoscopic assisted vaginal hysterectomy)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rheumatoid arthritis (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal distension ("my abdomen is always swollen"), gastrointestinal disorder ("I have issues with my bowels"), abdominal pain upper ("pain in my stomach"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), musculoskeletal discomfort ("lower sides abover her hips feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), fatigue ("I am completely exhausted all of the time"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night"), headache ("cannot stand the daily headaches"), chills ("chill") and post procedural fever ("temperature 99.5 after surgery") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, rheumatoid arthritis, crohn's disease, abdominal distension, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, muscle twitching, formication, vision blurred, decreased appetite, musculoskeletal discomfort, dyspnoea, weight increased, fatigue, pain, initial insomnia, headache, procedural pain, chills and post procedural fever outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, chills, crohn's disease, decreased appetite, dyspnoea, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, medical device removal, muscle twitching, musculoskeletal discomfort, pain, post procedural fever, procedural pain, pruritus, rheumatoid arthritis, vision blurred and weight increased to be related to essure. The reporter commented: on an unspecified date she took vicodin and one muscle relaxer. She took her temp and it was 99.5, and she took one aleve. Most recent follow-up information incorporated above includes: on 26-nov-2019: reporter¿s information updated and new reporter added, vicodin added as treatment medication, and the event post procedural pain ,chill and temperature 99.5 were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure via lavh in 9/2014 leaving ovaries'), rheumatoid arthritis ('ra') and crohn's disease ('crohn's are coming up') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rheumatoid arthritis (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal distension ("my abdomen is always swollen"), gastrointestinal disorder ("I have issues with my bowels"), abdominal pain upper ("pain in my stomach"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), somnolence ("can't sleep"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), contusion ("feel like theyre bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), fatigue ("I am completely exhausted all of the time"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night") and headache ("cannot stand the daily headaches") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, rheumatoid arthritis, crohn's disease, abdominal distension, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, somnolence, muscle twitching, formication, vision blurred, decreased appetite, contusion, dyspnoea, weight increased, fatigue, pain, initial insomnia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, contusion, crohn's disease, decreased appetite, dyspnoea, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, medical device removal, muscle twitching, pain, pruritus, rheumatoid arthritis, somnolence, vision blurred and weight increased to be related to essure. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer-(B)(4) which will be deleted after all information was transferred to this case # us-bayer-(B)(4) which will be retained. New: social media reporter was added. Essure indication: female sterilisation. New event added: headache. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure via lavh in (B)(6) 2014 leaving ovaries'), rheumatoid arthritis ('ra') and crohn's disease ('crohn's are coming up') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rheumatoid arthritis (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal distension ("my abdomen is always swollen"), gastrointestinal disorder ("I have issues with my bowels"), abdominal pain upper ("pain in my stomach"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), musculoskeletal discomfort ("lower sides above her hips feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), fatigue ("I am completely exhausted all of the time"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night") and headache ("cannot stand the daily headaches") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, rheumatoid arthritis, crohn's disease, abdominal distension, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, muscle twitching, formication, vision blurred, decreased appetite, musculoskeletal discomfort, dyspnoea, weight increased, fatigue, pain, initial insomnia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, crohn's disease, decreased appetite, dyspnoea, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, medical device removal, muscle twitching, musculoskeletal discomfort, pain, pruritus, rheumatoid arthritis, vision blurred and weight increased to be related to essure. Amendment: the report was amended for the following reason: coding correction of event "feel like theyre bruised" and event "somnolence" was deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I went to dr today for pelvic pain'), rheumatoid arthritis ('ra'), crohn's disease ('crohn's are coming up') and endometrial ablation ('hydroboration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastric bypass since 2004. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced abdominal pain upper ("pain in my stomach since the first week, stabbing pain") and fatigue ("I am completely exhausted all of the time since the first week"). In (B)(6)2010, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6)2014, the patient experienced procedural pain ("trouble with cramping after lvah (laparoscopic assisted vaginal hysterectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), gastrointestinal disorder ("I have issues with my bowels"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), musculoskeletal discomfort ("lower sides above her hips feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night"), headache ("cannot stand the daily headaches"), migraine ("migraines"), chills ("chill"), post procedural fever ("temperature 99.5 after surgery") and abdominal distension ("my abdomen is always swollen") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), naproxen sodium (aleve) and surgery (laparoscopic assisted vaginal hysterectomy leaving ovaries and hydroboration). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, rheumatoid arthritis, crohn's disease, endometrial ablation, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, muscle twitching, formication, vision blurred, decreased appetite, musculoskeletal discomfort, dyspnoea, weight increased, fatigue, pain, initial insomnia, headache, migraine, chills, post procedural fever, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, chills, crohn's disease, decreased appetite, dyspnoea, endometrial ablation, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, migraine, muscle twitching, musculoskeletal discomfort, pain, pelvic pain, post procedural fever, procedural pain, pruritus, rheumatoid arthritis, vision blurred and weight increased to be related to essure. The reporter commented: she posted in (B)(6)2014: "three months after my essure doctor performed a hydro ablation. I am concerned that could have adversely affected the placement t of the coils. The stabbing pain I get at different times is so scary. Doctor said that nothing could be found in conjunction with my gastric bypass that would cause the pain. More recently thinking I have got to be in peri-menopause". On an unspecified date she took vicodin and one muscle relaxer. She took her temp and it was 99.5, and she took one aleve. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain amendment: the report was amended for the following reason: social media received on 3-dec-2019 duplicate was detected and information was transferred from duplicate us-bayer-2016-213960 which will be deleted from bayer safety database: new: social media reporter was added. New events added: endometrial ablation, migraine. Reason for essure removal was changed to pelvic pain (reported previously) comment added"three months after my essure doctor performed a hydro ablation. I am concerned that could have adversely affected the placement t of the coils. The stabbing pain I get at different times is so scary. Doctor said that nothing could be found in conjunction with my gastric bypass in 2004 (added to history) that would cause the pain. More recently thinking I have got to be in peri-menopause.". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I went to dr today for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastric bypass since 2004. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain upper ("pain in my stomach since the first week, stabbing pain") and fatigue ("I am completely exhausted all of the time since the first week"). In (B)(6) 2010, the patient underwent endometrial ablation ("hydroboration"). In (B)(6) 2014, the patient experienced procedural pain ("trouble with cramping after lvah (laparoscopic assisted vaginal hysterectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("ra"), crohn's disease ("crohn's are coming up"), gastrointestinal disorder ("I have issues with my bowels"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), musculoskeletal discomfort ("lower sides above her hips feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night"), headache ("cannot stand the daily headaches"), migraine ("migraines"), chills ("chill"), post procedural fever ("temperature 99.5 after surgery"), abdominal distension ("my abdomen is always swollen, bloating") and urinary incontinence ("bladder control problem") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with hydrocodone bitartrate; paracetamol (vicodin), naproxen sodium (aleve) and surgery (laparoscopic assisted vaginal hysterectomy leaving ovaries and hydroboration). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rheumatoid arthritis, crohn's disease, endometrial ablation, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, muscle twitching, formication, vision blurred, decreased appetite, musculoskeletal discomfort, dyspnoea, weight increased, fatigue, pain, initial insomnia, headache, migraine, chills, post procedural fever, abdominal distension, procedural pain and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, chills, crohn's disease, decreased appetite, dyspnoea, endometrial ablation, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, migraine, muscle twitching, musculoskeletal discomfort, pain, pelvic pain, post procedural fever, procedural pain, pruritus, rheumatoid arthritis, urinary incontinence, vision blurred and weight increased to be related to essure. The reporter commented: she posted in (B)(6) 2014: "three months after my essure doctor performed a hydro ablation. I am concerned that could have adversely affected the placement of the coils. The stabbing pain I get at different times is so scary. Doctor said that nothing could be found in conjunction with my gastric bypass that would cause the pain. More recently thinking I have got to be in peri-menopause". On an unspecified date she took vicodin and one muscle relaxer. She took her temp and it was 99.5, and she took one aleve. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event bladder control problem added. Event bloating club my abdomen is always swollen. On 23-mar-2020: content received from social media: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure via lavh in 9/2014 leaving ovaries'), rheumatoid arthritis ('ra') and crohn's disease ('crohn's are coming up') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("trouble with cramping after lvah (laparoscopic assisted vaginal hysterectomy)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rheumatoid arthritis (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal distension ("my abdomen is always swollen"), gastrointestinal disorder ("I have issues with my bowels"), abdominal pain upper ("pain in my stomach"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), musculoskeletal discomfort ("lower sides above her hips feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), fatigue ("I am completely exhausted all of the time"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night"), headache ("cannot stand the daily headaches"), chills ("chill"), post procedural fever ("temperature 99.5 after surgery") and pelvic pain ("I went to dr today for pelvic pain") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, rheumatoid arthritis, crohn's disease, abdominal distension, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, muscle twitching, formication, vision blurred, decreased appetite, musculoskeletal discomfort, dyspnoea, weight increased, fatigue, pain, initial insomnia, headache, procedural pain, chills, post procedural fever and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, chills, crohn's disease, decreased appetite, dyspnoea, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, medical device removal, muscle twitching, musculoskeletal discomfort, pain, pelvic pain, post procedural fever, procedural pain, pruritus, rheumatoid arthritis, vision blurred and weight increased to be related to essure. The reporter commented: on an unspecified date she took vicodin and one muscle relaxer. She took her temp and it was 99.5, and she took one aleve. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event I went to dr today for pelvic pain were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I went to dr today for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastric bypass since 2004. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain upper ("pain in my stomach since the first week, stabbing pain") and fatigue ("I am completely exhausted all of the time since the first week"). In (B)(6) 2010, the patient underwent endometrial ablation ("hydroablation"). In (B)(6) 2014, the patient experienced procedural pain ("trouble with cramping after lvah (laparoscopic assisted vaginal hysterectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("ra"), crohn's disease ("crohn's are coming up"), gastrointestinal disorder ("I have issues with my bowels"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), muscle twitching ("my legs twitch"), formication ("my skin is crawling / feel like my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), musculoskeletal discomfort ("lower sides abover her hips feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), pain ("my body just hurts"), initial insomnia ("I can`t fall asleep on my own, sleepless night"), headache ("cannot stand the daily headaches"), migraine ("migraines"), chills ("chill"), post procedural fever ("temperature 99.5 after surgery") and abdominal distension ("my abdomen is always swollen") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), naproxen sodium (aleve) and surgery (laparoscopic assisted vaginal hysterectomy leaving ovaries and hydroablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rheumatoid arthritis, crohn's disease, endometrial ablation, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, muscle twitching, formication, vision blurred, decreased appetite, musculoskeletal discomfort, dyspnoea, weight increased, fatigue, pain, initial insomnia, headache, migraine, chills, post procedural fever, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, chills, crohn's disease, decreased appetite, dyspnoea, endometrial ablation, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, headache, initial insomnia, migraine, muscle twitching, musculoskeletal discomfort, pain, pelvic pain, post procedural fever, procedural pain, pruritus, rheumatoid arthritis, vision blurred and weight increased to be related to essure. The reporter commented: she posted in apr-2014: "three months after my essure doctor performed a hydro ablation. I am concerned that could have adversely affected the placement t of the coils. The stabbing pain I get at different times is so scary. Doctor said that nothing could be found in conjunction with my gastric bypass that would cause the pain. More recently thinking I have got to be in peri-menopause". On an unspecified date she took vicodin and one muscle relaxer. She took her temp and it was 99.5, and she took one aleve. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure by dr.(B)(6) via lavh in 9/2014 leaving ovaries'), rheumatoid arthritis ('ra') and crohn's disease ('crohn's are coming up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rheumatoid arthritis (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal distension ("my abdomen is always swollen"), gastrointestinal disorder ("I have issues with my bowels"), abdominal pain upper ("pain in my stomach"), pruritus ("my skin is always itchy"), ephelides ("red freckle looking things"), eye movement disorder ("my eye twitch"), alopecia ("losing hair"), somnolence ("can't sleep"), muscle twitching ("my legs twitch"), formication ("my skin is crawling"), vision blurred ("my vision has been blurry"), decreased appetite ("appetite has been very little"), contusion ("feel like they're bruised"), dyspnoea ("if I take a chewable pepcid or antacid sometimes it can help just enough to take the edge off so I can breath"), fatigue ("I am completely exhausted all of the time"), pain ("my body just hurts") and initial insomnia ("I can`t fall asleep on my own") and was found to have weight increased ("I began to gain back the 118 ibs that my gastric bypass in 2004 had helped me lose"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy). Essure was removed in september 2014. At the time of the report, the medical device removal, rheumatoid arthritis, crohn's disease, abdominal distension, gastrointestinal disorder, abdominal pain upper, pruritus, ephelides, eye movement disorder, alopecia, somnolence, muscle twitching, formication, vision blurred, decreased appetite, contusion, dyspnoea, weight increased, fatigue, pain and initial insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, contusion, crohn's disease, decreased appetite, dyspnoea, ephelides, eye movement disorder, fatigue, formication, gastrointestinal disorder, initial insomnia, medical device removal, muscle twitching, pain, pruritus, rheumatoid arthritis, somnolence, vision blurred and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.